Event description:
The plaintiff was implanted with an ams monarc sling on (B)(6) 2009, with the intention of treating her sui (stress urinary incontinence). It was alleged that after, and as a result of the implant, the plaintiff, "suffered serious bodily injuries, including but not limited to extreme pain, dyspareunia, urinary issues, infection and other injuries." It was also alleged that the plaintiff has experienced significant mental and physical pain and suffering, and she has sustained permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.